Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the surgeon noticed "there was a little crack in the muscle which was easy to avoid and just sew around but there was a transverse crack about 3cm long in the back at the tips of the valve that we fixed with continuous 6-0 prolene"; surgery was prolonged.

Manufacturer narrative:
According to the report, the surgeon noticed "there was a little crack in the muscle which was easy to avoid and just sew around but there was a transverse crack about 3cm long in the back at the tips of the valve that we fixed with continuous 6-0 prolene"; surgery was prolonged. On (B)(6) 2015, cryolife staff was able to meet face to face with dr. (B)(6) at cryolife and discuss his recent allograft complaints. Photos of the past sample reviews were shared with dr. (B)(6) and it was explained that the damage seen during the reviews was consistent with damage that occurs after cryopreservation. Dr. (B)(6) stated that he believed there was an issue with the handling of the allografts at (B)(6) hospital. He mentioned that there have been many different nurses handling the allografts. There is trouble reading labels through the frost on the packaging; the allografts are being taken out of their boxes for storage in the freezer. Multiple allografts have been placed in the same slot in the freezer and they have been stacked outside of their outer boxes. A review was performed of the available information. The allograft sid (B)(4) was not returned to cryolife so no direct observations could be made. The allograft was packaged utilizing sterilized packaging set lot number cs20130095 and accu-sealer e1913 on 04/24/2015. There were no associated deviations with the packaging processing record. The allograft was processed from the heart of a (B)(6) male who died from cardiomegaly. During the inspection of each cardiac allograft, a technician wearing surgical loupes inspects the allograft for attributes such as plaque, tears, etc., and then records their observations. Transections, lacerations, or other recovery related attributes are noted at the inspection stage. The allograft was inspected on 04/08/2015. During inspection the following attributes were noted: "fibrous thickening on all leaflets, posts, and at the annulus of all leaflets." The allograft in question was cryopreserved on 04/24/2015 in cryocycle c15114c with twelve other cardiac allografts. Five of these allografts have been shipped, of which two have been implanted and three have no further information available, two allografts remain in quarantine status, and the remaining five allografts have since been rejected. The allograft was not repackaged. The allograft was transferred from vapor to liquid nitrogen storage per procedure on 04/27/2015 with seven other allografts. No complaints have been filed to date for these seven allografts. On 04/29/2015, sgpv00 batch number 10595819 was transferred again per procedure. The tissue was then transferred to implantable inventory per procedure on 07/28/2015. A review of training records indicates that the staff members responsible for transferring the tissue on 03/25/2014 and 06/20/2014 were appropriately trained prior to completing these transfers. Additionally, all tissue associated with the qa quarantine move from 04/29/2015 and the implantable move from 07/28/2015 was cross-checked to determine if there were any additional complaints filed. No additional complaints associated with these transfers were identified. Allograft 10595819 has been shipped one time on 07/28/2015 with no associated human tissue returns or repackages. No deviations were identified during a review of the tissue transfer logs and the packaging inspection sheet. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. A review of training records indicates that the technician who performed inspection for this allograft and the technicians who handled this allograft while in the frozen state were appropriately trained for the task they performed. As per delivery note 80317715, allograft sid (B)(4) was shipped in dry shipper 201331073. The allograft was shipped to (B)(6) via fedex on 07/28/2015 for priority overnight. Prior to shipment of this allograft, there were no abnormalities noted on the outer packaging. There were no incident reports filed in the courier database for fedex during transit/delivery of this allograft. A review of training records indicates that the associate(s) responsible for the transferring of the tissue and loading of the shipments were properly trained prior to performing these actions. The issue noted by the complainant may have been caused by mishandling the packaged allograft while in the frozen state. The IFU provides the following instructions: "cryopreserved allografts are fragile and must be handled with care while in the frozen state to avoid causing damage to allograft or packaging," "valve may be damaged or the integrity of the pouch may be compromised if not properly handled. Do not implant the cryovalve sg...if the package has been handled with sharp instruments, dropped while at cryogenic temperatures, or otherwise mishandled," and "the cardiac thawing and rinsing instructions must be followed exactly to minimize physical damage to the valve." The unpackaging instructions shipped with each allograft stated: "if an allograft is to be stored in a low temperature storage freezer (at or below -135°c), locate an empty slot in the racking system that is not exposed to liquid nitrogen and carefully place the allograft into the empty slot. The allograft should remain in the cardboard box throughout the duration of the allograft's storage at the facility."

Event description:
According to the report, the surgeon noticed "there was a little crack in the muscle which was easy to avoid and just sew around but there was a transverse crack about 3cm long in the back at the tips of the valve that we fixed with continuous 6-0 prolene"; surgery was prolonged.